Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of audio at the information center ix. No adverse event was reported.